Manufacturer narrative:
Product analysis: visually confirmed the instrument tip has been broken. The angulation of the fracture surface suggests bend stress overload. Fracture surface analysis reveals a quasi-brittle fracture. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness found to be within print specification.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent tlif surgery at l4/5 level. Intra-op, it was found that a tip of a rod was not protruded adequately after set screw tightening so set screw was removed for rod adjustment. The sales rep thought the removed set screw was replaced but the surgeon re-inserted the set screw with a driver. During insertion, a tip of the driver was broken. The set screw was replaced after the breakage. The surgical time was extended less than 15 min. The product came in contact with the patient. No fragments were remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.